Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204 - belt unusable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon receipt, the trunk cable connector was cracked. Upon eval, the belt failed incoming functional testing and would not communicate with a monitor. The cause of the test failures was a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication was isolated to a damaged j702 crimp component in the trunk cable connector. The root cause of the damaged connector cannot be positively identified, but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.